Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the meter has passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch veriopro meter was giving inaccurately high readings. The technical service representative (tsr) contacted the patient multiple times to obtain and verify information; however was unable to reach him by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 150 mg/dl on the reported meter, and a reading of 118 mg/dl on a second meter within 30 minutes of each other. The patient reportedly gave himself an increased dose of insulin, 40 units humalog insulin, based on the reading from the reported meter. Three hours later, the patient experienced the symptoms of shaking and loss of consciousness. It would have been helpful to determine the date/time of this event, the patient's usual readings at that time of day, his diabetes medication regimen, what treatment or medical attention he received, his blood glucose readings prior to the event, and his meals and medications taken prior to this event. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.